Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the cataract surgery with intraocular lens (iol) implant procedure, plunger went over lens. There was no patient issues reported. The surgery was completed with the alternate iol. Additional information requested.

Manufacturer narrative:
Photo shows company device. The plunger and the lens are advanced into the nozzle entry and the plunger is advanced under the lens. The lens is crushed. The leading haptic is extended straight. Based on our observation of the attached photo, plunger has passed under the lens crushing it. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Plunger underride may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).